Event description:
It was reported there was an over infusion event with total parenteral nutrition (tpn) on (B)(6) 2025 between 1600 and 1959. Tpn bag was changed at 1645. Tpn volume delivered noted on pump to be 99.78ml at 2200. According to calculations, tpn infusing at 4.7ml/hr. From 1645-2100 should have been infused approximately 18.8 ml total. The patient had a set tfi of 150ml/kg/d. Tpn infusing at 4.7 with max tpn rate 130/kg/d. Lipids of 0.5g/kg/d at a rate of 0.09. D5w infusing at 0.4. Night clinician checked blood glucose level on patient, and it returned as 20 mmol/l. Upon recheck the result was 18.9 mmol/l. The previous morning result was 6.6 mmol/l. Clinician double checked infusion rates, and confirmed rates were infusing at correct volumes. Physician notified and ordered to change bag to tpn standard d5w from pyxis and use new pump. Recheck glucose at 2235 noted to be 4.1 mmol/l / 4.2 mmol/l on 2 different glucometers. Repeat check noted to be 3.9 at 0200 on (B)(6) 2025. Upon internal investigation by customer biomedical engineering, it was noted upon log review an ¿infusor_door_opened¿ event was logged twice but customer alleges it doesn¿t seem the door was closed in between (no ¿infusor_standby¿). Customer asking to understand how the log could show the door was opened twice without being closed in between. Biomed was not able to replicate this sequence.

Manufacturer narrative:
Omit: concomitant med prod data, b17 - device not returned, c20 - no findings available. Correction: describe event or problem, concomitant med prod data additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over-infusion of total parenteral nutrition (tpn) was not confirmed during device testing, as the device was found to be infusing within specification. The log analysis revealed that multiple infusions occurred during the event when the facility updated the vtbi to 20 ml. This adjustment caused the infusion to run slightly longer than initially reported. Additionally, the reported primary volume of 99.78 ml was determined to be an accumulated value from previous infusions. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly close the administration set safety clamp when the door was opened. The facility reported the event occurring on (B)(6) 2025, between 4:00 pm and 7:59 pm. The module had been added to the alaris system on (B)(6) 2025, at 1:16 am and assigned to channel b. Infusions on the event date were programmed at a rate of 4.7 ml/hr with a volume to be infused of 20 ml. The pcu device's event log recorded the volume to be infused (vtbi) as being reprogramed to 20 ml at 3:17 pm, 4:49 pm, and 5:58 pm. No additional infusions occurred after 9:40 pm, and the system was powered off at 9:41 pm a review of the pump module error log revealed no errors recorded on the reported event date. However, since the pcu device and the error log were not provided for investigation, a complete review of the reported event could not be conducted. Consequently, it could not be confirmed whether errors related to the event had occurred without the pcu error logs. The review of the pcu event logs determined that the 'infusor_door_opened' alarm was recorded without the 'infusor_door_closed' alarm and this discrepancy occurred because the higher-priority alarm ¿flo_stop_open¿ was active at the same time, which prevented the door-open event from being recorded in the logs. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Root cause: the probable cause of the reported over-infusion of tpn was determined to be due to user programming. The review of the logs confirmed there were multiple infusions that occurred at the time of the event where the facility updated the vtbi to 20ml and the infusions started which caused the infusion to run a few minutes longer than reported. Between the reported bag change at 4:45 pm and the time the alaris system was powered off at 9:40 pm, the pvi was calculated to be approximately 23.09 ml. Furthermore, the reported primary volume infused total of 99.78 ml was determined to be an accumulated value from previous infusions. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, a1801, g02017, c07, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported there was an over infusion event with total parenteral nutrition (tpn) on (B)(6) 2025 between 1600 and 1959. Tpn bag was changed at 1645. Tpn volume delivered noted on pump to be 99.78ml at 2200. According to calculations, tpn infusing at 4.7ml/hr. From 1645-2100 should have been infused approximately 18.8 ml total. The patient had a set tfi of 150ml/kg/d. Tpn infusing at 4.7 with max tpn rate 130/kg/d. Lipids of 0.5g/kg/d at a rate of 0.09. D5w infusing at 0.4. Night clinician checked blood glucose level on patient, and it returned as 20 mmol/l. Upon recheck the result was 18.9 mmol/l. The previous morning result was 6.6 mmol/l. Clinician double checked infusion rates, and confirmed rates were infusing at correct volumes. Physician notified and ordered to change bag to tpn standard d5w from pyxis and use new pump. Recheck glucose at 2235 noted to be 4.1 mmol/l / 4.2 mmol/l on 2 different glucometers. Repeat check noted to be 3.9 at 0200 on (B)(6) 2025. Upon internal investigation by customer biomedical engineering, it was noted upon log review an ¿infusor_door_opened¿ event was logged twice but customer alleges it doesn¿t seem the door was closed in between (no ¿infusor_standby¿). Customer asking to understand how the log could show the door was opened twice without being closed in between. Biomed was not able to replicate this sequence. Additional information was received following an on-site visit by manufacturer representative. It was reported at 2100 the volume of the 300ml IV appeared to be 150ml, however the volume infused at the time should have been 18.8 mls total. Unit practice is to prime the IV set with tpn. The total prime volume of the IV set is 23 ml. Practice is to only program four (4) hours' worth of volume at a time. The clinicians use bd ref#(B)(4) for their tpn infusions.

Manufacturer narrative:
Omit: a23 - use of device problem (1670), g0200802 - software interface, c23 - usage problem identified, d11 - cause traced to user correction: describe event or problem additional information: imdrf annex a, c, d, g codes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion event with total parenteral nutrition (tpn) on (B)(6)2025 between 1600 and 1959. Tpn bag was changed at 1645. Tpn volume delivered noted on pump to be 99.78ml at 2200. According to calculations, tpn infusing at 4.7/hr from 1645-2100 should have been infused approximately 18.8 mls total. The patient had a set tfi of 150ml/kg/d. Tpn infusing at 4.7 with max tpn rate 130/kg/d. Lipids of 0.5g/kg/d at a rate of 0.09. D5w infusing at 0.4. Night clinician checked blood glucose level on patient, and it returned as 20 mmol/l. Upon recheck the result was 18.9 mmol/l. The previous morning result was 6.6 mmol/l. Clinician double checked infusion rates, and confirmed rates were infusing at correct volumes. Physician notified and ordered to change bag to tpn standard d5w from pyxis and use new pump. Recheck glucose at 2235 noted to be 4.1 mmol/l / 4.2 mmol/l on 2 different glucometers. Repeat check noted to be 3.9 at 0200 on (B)(6)2025. Upon internal investigation by customer biomedical engineering, it was noted upon log review an ¿infusor_door_opened¿ event was logged twice but customer alleges it doesn¿t seem the door was closed in between (no ¿infusor_standby¿). Customer asking to understand how the log could show the door was opened twice without being closed in between. Biomed was not able to replicate this sequence.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.